Manufacturer narrative:
(B)(4). Date sent: (B)(6)2020. Additional information was requested, and the following was received: ¿ what were the indications for surgery? Sigmoid cancer ¿ did the patient receive any preoperative chemotherapy or radiation? No ¿ were there any issues experienced with the device in the initial surgical procedure? No ¿ what healthcare professional fired the device and what is his/her experience with the device? Registrar ¿ where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b ¿ did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes ¿ were there any issues with device use/firing? No ¿ what confirmation was received that the device completed the firing sequence? Audbile crunch and green tick light ¿ was the green checkmark visible at the end of the firing? Yes ¿ how many counter-clockwise revolutions of the adjusting knob were used to open the device? As per odp ¿ was there any difficulty removing the device? No ¿ was a complete transection of the white breakaway washer visually confirmed? No ¿ were the donuts inspected? Yes, proximal & distal donuts both circumfrentially complete ¿ was there anything else other than the free air that prompted the contrast study? Evalated temperature, tender abdomen ¿ on the re-op what was observed? Unknown ¿ were there any issues experienced with the device in the initial surgical procedure? No ¿ was the staple line visualized endoscopically during the initial surgical procedure? Yes ¿ how many days postoperative did the leak occur? Unknown ¿ what was observed at the site of the leak upon reoperation? Unknown ¿ were there any issues noted with staple formation at any point throughout the care of the patient? Unknown ¿ how was the leak addressed? Loop ileostomy ¿ what is the current patient status? Uneventful recovery

Manufacturer narrative:
(B)(4). Batch # unknown. The lot/ batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information received: patient was well but on cxr showed free air and contrast showed small posterior leak, patient received a loop ileostomy, to be reversed at a later date. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/ her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/ firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Was there anything else other than the free air that prompted the contrast study? On the re-op what was observed? Were there any issues experienced with the device in the initial surgical procedure? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the leak addressed? What is the current patient status?

Event description:
Laparoscopic high anterior resection; chd29p fired as per optimal device performance instructions. A sigmoidscope was inserted and leak test performed and no air bubbles evident. Distal and proximal donuts where inspected and were circumferentially complete. No ae to patient.